Event description:
Initial troponin t results of 0.115 ng/ml was rerun on the e170 and recovered with a result of 0.010 mg/dl. No information provided if results were used to guide therapy. Field service representative replaced the pinch tubing and seal on the sipper. Ran performance check tests and quality control material, all results recovered within specification.